Event description:
Initial reporter indicated that after an initial vns implant the pt was admitted to the intensive care unit for increased seizures. It is unk if the pt's seizures were over their prevns seizure rate. Good faith attempts are being made for additional details about the event.